Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer states that she just kept eating, drank a juice box, ate and the blood glucose was 51 mg/dl, and then it got lower and she had honey and then she suspended it and her blood glucose came up. The customer knows that she was extremely low, even though she took a while for her to test her blood glucose, later in the morning it was 130 mg/dl, after eating tablespoons of honey. The customer did not have alcohol the evening before, had a balanced meal. Customer ate a cookie before bed and may have over estimated the carbs slightly. Customer states that sill does not explain the low that occurred. Customer thought that the days of grappling for a candy bar were over when she got this pump 150-160 usually running in the auto mode. The blood glucose was in the 260-280 mg/dl for these incidents with the infusion set. The customer states that a month ago she was taking steroids and her blood glucose where in the 400-500 mg/dl and as she tapered off her blood glucose got better. Treat high blood glucose with pump bolus. The insulin pump will not be returned for analysis.